Event description:
The customer reported at 5:24 am he activated a new pod and his blood glucose, carbohydrate intake and insulin history. At 10:40 am, the pod was deactivated. He could smell insulin, the adhesive pad and the cannula was wet. He believes the cannula was not properly inserted into the infusion site as there was no puncture hole noted on his skin. He gave himself a manual injection of insulin (exact dosage was not provided) and was able to activate a new pod.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.